Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the inaccuracy was declining during navigation. It is unknown if there was any impact on patient outcome or surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0, h3, h6: a medtronic representative went to the site to test the equipment. The system was performing as intended and no hardware was replaced. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that this occurred during an ethmoidectomy procedure. The registration inaccuracy was under 2mm. When surgeon was navigating with his tools, there was inaccuracy in the ethmoid area. There was no delay and no impact on patient outcome.

Manufacturer narrative:
H2-h6: a software analysis was initiated. The logs and archives were reviewed. Logs captured 2 sessions, of which each were dated on 06/jul/2025 and 08/jul/2025. There were no logs for the reported issue date 07/jul/2025, and also as we couldn't see any entries in system log for the reported date. Hence proceeding analysis on 06/jul and 08/jul, standard fess was performed on these dates. For 08/jul session, the user made transition from select procedure to registration, and registration was not done as there were no error metric values. For 06/jul session, the user made below transitions, selectprocedure->images->registration->verifyregistration->navigation. Logs recorded that the site did two successful registrations with an accuracy metric of 1.22 mm with 158 trace points collected and 0.75 mm with 381 trace points collected, respectively. The logs did not capture the root cause of the issue. The provided archive consisted of one computed tomography (CT) exam, with spacing of 1.20 mm and thickness of 0.60 mm. The system was also throwing below warnings, slice thickness was smaller than the slice spacing, irregular spacing and missing slices. Analysts couldn't see any saved plans or previous registration. The provided exam was not as per protocol. It was suggested to use CT exams that are as per the protocol. However, as provided logs and archives did not capture the root cause of the issue, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. H2: please see section d9 for when the logs and archives were available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.